Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The history log for the device showed the pad-pak was first installed successfully in april 2010 and performed to specification, alongside random manual power ons, up to the 19th october 2014. An increase in voltage suggests a further pad-pak was installed during this time. The device records multiple manual power ons mainly under 1 minute on the (B)(6) 2014. This may indicate the user was regularly power cycling the device or the beginnings of membrane failure. Investigation was unable to replicate the reported fault. There were no ten minute time outs recorded. Voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.